Manufacturer narrative:
During a peripheral angioplasty, a physician experienced difficulty advancing a sleek pta balloon catheter to the target lesion. The unit was successfully removed from the patient without injury but upon inspection, the shaft was found bent. Discussion with the account confirmed that the shaft had actually fractured while advancing it through the non-cordis sheath. No other clinical or procedural details were available. The 4.0mm x 220mm l=155cm sleek balloon was returned to the manufacturer (clearstream). Analysis found numerous kinks in the inner tubing and catheter, as well as kinks close to the proximal fuse and proximal re port. The tip specifications were measured and were found to be marginally outside specification for the profile and end of tip characteristics. A review of the manufacturing documentation was carried out for this product and all parameters were within specification. The complaint was confirmed. The ability of a catheter to cross a lesion can be determined by the product tip and the dimensions on the tip of this unit were found slightly out of specification. This may explain the inability to cross the lesion and subsequent damage. Subsequent to the date of manufacture for this product, a range of actions have been taken to improve the distal tip process and inspection steps. Clearstream is confident that these actions will prevent a recurrence of this defect. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.

Event description:
The report received from the field indicated that during a percutaneous transluminal angioplasty (pta), the physician inserted a sleek 4.0 x 22 mm balloon catheter for pre-dilation but experienced difficulty advancing the balloon catheter to the intended target lesion. The product was removed successfully from the patient and upon inspection, a kink or bend was noted in the shaft of the delivery system behind the balloon. There was no reported patient injury. The returned product was noted to be fractured/separated in two pieces at 52 cm from the luer hub with kinks and bends noted throughout the device. Call placed to the account contact indicated that the device did fracture during the procedure while advancing it through the (non-cordis) catheter sheath introducer (csi). The device was removed successfully and another (unknown) product was used to treat the lesion/patient successfully. There was no reported patient injury. No additional patient or lesion information was available.